Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-nov-2022 . H6: investigation summary our quality engineer inspected the 25 representative samples and one sample photo submitted for evaluation. The reported issue of silicone visible was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the catheter was broken. No damages or abnormalities were observed when inspecting the 25 representative samples. Bd could not determine a manufacturing related root cause since none of the returned samples had the reported defect.

Event description:
It was reported that silicone was visible on the tip of the bd angiocath¿ plus IV catheter cannula. The following information was provided by the initial reporter: "foreign matter at the tip of cannula."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that silicone was visible on the tip of the bd angiocath¿ plus IV catheter cannula. The following information was provided by the initial reporter: "foreign matter at the tip of cannula."